Manufacturer narrative:
Extended investigation (for sensor) : the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Extended investigation (software): the most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer experienced missing low glucose alarms. Adc attempted to replicate the reported issue and the reported configuration of vivo phone with android os13 is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a spain customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an unspecified vivo phone with android os13. It was reported that the low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as a pale appearance, sweating, and a loss of consciousness and was unable to self-treat, requiring hcp administration of intravenous glucose for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.